Manufacturer narrative:
Patient was explanted due to needing mris. No device failures alleged; returned leads were severely damaged therefore unable to determine if there were any anomalies; no anomalies found in ipg. No further action to be taken.

Event description:
Patient has had past spinal issues that are unrelated to device and is going to need MRI's. Device was removed. Device removed for MRI due to spinal issues unrelated to the enterra device.